Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 10/24/2020 and section h4 manufacture date has been updated with 10/25/2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
The investigational analysis completed 3/17/2020. The catheter was visually inspected, and the product revealed no physical damage. During a second visual inspection, the catheter was found with reddish-brown material inside the sleeve pebax. Per event description an electrical test was performed, and the catheter failed. The test showed leakage in lead wires and irregular values in impedance when connected to the generator. Additionally, error 7 on c3 was observed. The handle was opened and corrosion was found the pcb of the electrical connector that it could be related with the leakage. Additionally, a cool flow pump test was performed, and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The tip was further investigated. Scanning electron microscope (sem) analysis was performed to determine the root cause about of reddish-brown material in pebax. The sem results showed a hole on pebax sleeve. A manufacturing record evaluation was performed for the finished device, and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax and corrosion on pcb of the electrical connector cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation for persistent atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially it was reported that a high temperature sensor error was observed. No adverse patient consequences were reported. The high temperature issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second inspection on 3/6/2020, the bwi pal performed scanning electron microscope testing and observed a hole in the pebax surface. The observed hole has been assessed as an MDR reportable malfunction. The awareness date has been reset to 3/6/2020.